Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, infection, pain, swelling, abscess. Exposed buccal implant shoulder.